Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned at an unknown date with an infection. The physician elected to explant the graft. Upon review by another physician, the infection is confirmed to be not from the graft but was near the aorta, which lead the first physician to believe that the infection was graft related. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause for the infection was found to be unknown/undetermined due to the lack of information surrounding the implant and explant procedure. It was noted that the physician stated the infection was not due to the graft, rather the infection was coming from another part of the body and was observed near the aorta. Procedure related harms and the final patient disposition could to be ascertained, however, there have been no further reports of negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.